Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient came with broken implant. Primary surgery was done on (B)(6) 2014. The patient fell on (B)(6) 2014. The patient came in on (B)(6) 2014 due to experiencing pain on (B)(6) 2014; an x-ray detected a broken plate. The plate was explanted on (B)(6) 2014. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional product codes for this complaint include ktt. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history record has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed ¿ based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (one sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the dcs plate. The implant could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.